Event description:
Tampon was falling apart during removal- retained, vagina [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable - vagina - tampon [medical device site discomfort]. Upon putting tampon in...uncomfortable [complication of device insertion]. When removed tampon...already expanded [complication of device removal]. Tampon falling apart [device breakage]. Case description: consumer reported via e-mail that tampon was expanded and falling apart during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.